Event description:
It was reported by the customer they are having issues with clippers, they are tearing the skin and clipping takes long. Verbatim: customer reported issues with bd clippers. "We are having a lot of issues with the clippers. They tear the skin for sure. And clipping takes so long. I feel terrible about it because the trial went super well. I think we are going to need some representation here at a convenient time."

Manufacturer narrative:
No samples or photos were available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause. This report was sent to our supplier manufacturer panasonic and they provided some potential causes of the issue. All of these may be considered: skin damage due to blade damage (cutting, etc.). The device was used by pressing the blade hard against the skin. A production record review could not be completed without batch/lot information available. No further actions are required. This failure will continue to be tracked and trended.

Manufacturer narrative:
After further review with dchu leadership, with the limited information from the customer on the event, bd cannot make a definitive determination on if a serious injury occurred or could have occurred. This supplemental MDR is being submitted to confirm the reportability has changed from reportable to non-reportable. H3 other text : see narrative below.

Event description:
It was reported by the customer they are having issues with clippers, they are tearing the skin and clipping takes long. Verbatim: customer reported issues with bd clippers. "We are having a lot of issues with the clippers. They tear the skin for sure. And clipping takes so long. I feel terrible about it because the trial went super well. I think we are going to need some representation here at a convenient time."